Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device displaying 'service required' error message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center, after evaluation it was observed that the pca was burnt. The customer complaint was reproduced. There are multiple errors identified. The device was scrapped.